Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis. Functional testing found that hard drive had potential bad sectors causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the representative got to the appliance launch screen but only launch and shutdown were buttons. No applications, including administrator, were available. When he shut down the system from the launch screen he got an sr manager error. The system was hard shutdown, launched, and tried to login to admin using "esc" and selecting administrator, but it stayed at the script screen without ever going into administrator.